Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer found that the lab was going through a refresh and had left dust inside the aia-900 instrument. The fse cleaned the inside of the instrument, wiped the detector lens and sprayed with canned air. The fse checked the substrate syringe for smooth movement. The fse ran quality controls and results were within established ranges. The fse then ran precision on ca 125 on level 1 and level 3 qc; obtained 15% coefficient verification (cv) on level 1 and 6% on level 3. The fse advised the customer will order a different lot of ca 125 test cps and multi analyte control (mac). On (B)(6) 2017 the fse replaced substrate syringe and ran precision on level 1 and level 2 on multi analyte control; obtained 15% cv on level 1 and 4% level 2. Ran 5% bleach in substrate line followed by di water and alcohol. The fse replaced the substrate and reran precision level 1 of control and obtained 4% cv. The fse advised the customer to run precision on normal patient and order a new set of mac and run precision on all levels of qc. On (B)(6) 2017 the customer reported running precision on a normal patient along with level 1 of mac and obtained a cv of 15%. The customer also got a low lamp intensity error. The customer reported using the substrate made on (B)(6) 2017. The customer was instructed to run normal patient and mac again with brand new substrate to see if results were different. On (B)(6) 2017 the customer called requested a service. On (B)(6) 2017 an fse replaced the substrate 3-way solenoid valve and tightened all substrate syringe fittings. The fse ran precision, which passed. The aia-900 instrument was within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were two (2) complaints identified during the searched period, which includes this event. The aia-900 operator's manual under safety precautions states to contact tosoh service center or a local representative when requesting repairs. The most probable cause of the reported event was due to a defective substrate 3-way solenoid valve.

Event description:
On (B)(6) 2017 a customer reported imprecision on ca 125 linearity for four (4) patient samples on the aia-900 instrument. The customer reported that the patient samples were not reported out of the lab. The customer requested service in order to resolve the issue. There is no indication of any patient intervention or adverse health consequences due to this event.